Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that rotor case part has been added to the case.

Manufacturer narrative:
(H6): manufacturer representative(rep) went to the site to test the system and observed that the door was open, but the rotor was slightly misaligned from the door open position. Rep manually cranked the rotor to the door open position, and door operation was restored. Rep invalidated home/ rehomed the motion controllers. Tested rotor functionality, and insured it consistently reached the proper position when opening the door. System functioned to expectations. System returned to service. B01,c07,d02,g04028 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that issues regarding opening and closing the system's gantry. Site was unable to close the system gantry. While the system's gantry was physically closed, the pendant still displayed the gantry as open. Issue persisted after reboot. Site was unable to physically open the system gantry. Issue persisted after reboot. Site perform a manual open of the system. However, once the system was manually opened, the system was unable to dock. There was no patient present.